Event description:
A nester embolization coil by cook medical (ref: (B)(6)) was opened to the sterile field. Dr. (B)(6) noticed it was bent at the hub before using it on the patient. It was bent to the point of the hub breaking off after it was returned to the circulating rn. Product was placed back in its package, then placed in a red bag, patient label placed on bag and left at front desk after (B)(6) was notified of the incident.